Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected varying left ventricular (lv) lead impedance measurements with some being < 200 ohms. There was also an allegation that the device is depleting faster than expected. The physician inquired if the premature battery depletion (pbd) was due to the low lv impedances. Data analysis showed the battery appeared to be depleting more quickly than expected and is unrelated to the lv outputs. Intervention was recommended for both the device and lv lead. The physician has not contacted the local area representative regarding explant. As of today, all available information indicates that this product remains in service.